Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous ostium rca lesion. No damage to device packaging and no issues removing the device from the hoop / tray. The device was inspected with no issues noted. The lesion was pre-dilated. During the procedure, the stent did not pass through a previously implanted stent. Resistance was encountered when advancing the device and no excessive force was used. The stent failed to cross the target lesion and was removed from the patient. No intervention was required. The physician dilated the lesion and picked up the resolute to make another attempt but noted that the stent was not on the delivery system. They searched the field and searched the patient's body thoroughly under fluoro but could not locate the stent. No patient injury reported.